Manufacturer narrative:
The investigation into the vf/vt/af/at issues has been completed since the original report was filed. The device was not returned for investigation. As no necessary clinical information was provided and the device was not returned, the root cause of the vt/vf was not determined.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had enrolled a patient int he protect IV while on support with impella cp. The pump support was successful for 2 hours and allowed for ptca (percutaneous transluminal coronary angioplasty) of the coronary disease. The support was in(B)(6)2022, while later in (B)(6)/2024 the crf - chronic renal failure (kidney failure)- form noted the patient to have suffered from cardiogenic shock 2 days post explant with pea (pulseless electrical activity) and vt (ventricular tachycardia) arresting, all measures were stopped when the family made choice to call the code and the patient expired. The pi alleges the shock had a "probable" relationship to the impella.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.